Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Event description: as reported, prior to use in a procedure, a filiform double pigtail ureteral stent was found separated in the package. A photo of the separated device was provided showing that the white part of the stent and tether were present. Another device of the same product reference was used to complete the procedure. There was no impact to the patient. Investigation ¿ evaluation: a visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record (DHR), drawing, the instructions for use (IFU), and quality control data. One filiform double pigtail ureteral stent was returned for investigation in two pieces. Segment 1 included the distal coil and the body of the stent. Segment 1 measured approximately 29 cm including the coil and partial coil. The working length of segment 1 measured approximately 26 cm. Segment 2 includes a partial portion of the proximal coil. The tether was not returned. The point of separation appeared clean and mating. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows no other complaints associated with the complaint device lot. Because there were no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in the field. A review of relevant drawing and quality control documents was conducted. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: "do not force set components during placement, replacement, or removal. Carefully remove the set components if any resistance is encountered." The cause for the complaint could not be established, as the stent was returned without a tether (it was reported a tether was present when the packaging was opened). It is possible the stent was damaged during tether removal. The risk analysis for this failure mode was reviewed, and it was determined that no actions are required. The appropriate personnel have been notified, and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
There is no new patient or event information to report.

Manufacturer narrative:
Initial reporter: (B)(6). PMA/510(k) number- pre-amendment. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, prior to use in a procedure, a filiform double pigtail ureteral stent was found separated in the package. A photo of the separated device was provided showing that the white part of the stent and tether were present. Anther device of the same product reference was used to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence.